Manufacturer narrative:
The pump passed the displacement test and active current measurement. However, the pump failed the sleep current measurement due to a problem isolated to pcb1. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was switched off without a warning. Customer stated that insulin pump low battery warming and battery did not last more than 1 week. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.